Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: reversed image, the rigid tube was dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction suspected disconnection was due to component failure of the universal cable, the most probable root cause of the malfunction reversed image was due to component failure of the charged coupled device and the most probable root cause of the malfunction rigid tube was dented was component failure of the rigid tube. Date of event is unknown. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video laparoscope had suspected disconnection. The event had occurred during service. There were no reports of patient harm.